Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation

Event description:
It was reported that blistering and redness on the patients right cheek occurred 3-4 days post treatment. At the time of treatment patient discomfort was managed using numbing cream (23% lidocaine, 7% tetracaine) applied topically for 1 hour. Reportedly the highest energy level used was 10, 8 passes were performed, and no issues were noted during, or immediately after the treatment. The patient applied ice post treatment, as well as over-the-counter (otc) tissue nutrient solution (tns) recovery complex, neocutis bioserum, and antibacterial cream. The patient was reportedly seen by a dermatologist 1 week post treatment and again 3 weeks post treatment, and was prescribed an anti-scarring cream. In the physicians opinion the affected area will most likely heal properly without scarring after several months.

Manufacturer narrative:
Based on the physician's assessment that the patient will likely heal properly without scarring, this event is no longer a serious injury. (B)(4).

Event description:
The patient was reportedly seen by a dermatologist one week post treatment and again three weeks posted treatment, prescribed an anti scarring cream. In the physicians opinion "most likely it will heal properly without scarring after several months."